Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be reopened should additional data become available.

Event description:
(B)(6) reported that when the newest system was implanted in the patient, the old leads were left in the patient, causing pain. It was decide to remove two of the old leads, one of which was this lead.